Manufacturer narrative:
(B)(4). Device not received, log review only. The customer has requested an event log review. The data set and event logs have been received. A follow up report will be submitted with results of the evaluation once it has been completed.

Event description:
A customer requested an event log review to determine programming of a lipid infusion that was administered to a baby. The nurse reported that on (B)(6) 2012 at 10:00 pm she started a new infusion via the syringe pump module that was to be delivered over 24 hours, however, it infused in 1.5 hours and was completely empty at 11:30 pm. The exact volume and programming was not available at the time of the report. The customer reported no pt harm and that the baby was "fine". The customer also stated that no further pt or event info is available.